Event description:
The customer reported that immediately after placing the pod, the needle fired. In addition, he experienced a high bg (265 mg/dl) despite having administered multiple correction boluses - his normal range is 100-120 mg/dl. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, this user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.